Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 354 mg/dl. Customer has no idea why she is currently high. The customer was treated for high blood glucose with injection. The customer was experiencing symptoms of nausea, abdominal pain and difficulty of breathing. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion. Customer has not use cgm for 6 months and not storing the transmitter on the charger for the last 6 month.